Event description:
The customer stated that she was hospitalized due to low blood glucose levels about ten days ago. The customer stated that her blood glucose levels were between 30 and 40 mg/dl when she was admitted. Prior to the event, the customer had miscalculated for food she consumed, and her blood glucose levels dropped to 31 mg/dl. The customer stated that she experienced no symptoms, and just passed out. Troubleshooting was performed, and the customer's priming technique was correct. The customer was not feeling well enough to continue troubleshooting, but the insulin pump was already being replaced due to reservoir breaking off inside the compartment when the mother tried to remove it. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy test is pending.